Event description:
It was reported that a malfunction alarm occurred intermittently. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was not provided. A replacement pump was sent.